Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not able to complete the threshold test due to fusion events. The crt-d remains in service at this time. No adverse patient effects were reported.